Event description:
A memory lens implanted 2000 was explanted due to opacification 3 years later. Several attempts have been made to obtain additional info. No further info is available at the time of this report.